Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported customer issue of fault code 200 reference code (B)(4) was confirmed. Faulty pkrf board was identified to be the caused of the error. Further inspection found device output power was low due to faulty psu (power supply unit). Using the reference test boards, the unit passed functional test and 2 hours burn-in test. Additionally, the device was observed running an old software version and needs to be upgraded. Unrelated to the reported issue and failure found, multiple scratches were noted on the housing unit and d socket cover was observed to be missing. Review of fault log showed error 200 ref (B)(4), ten times indicated analogue reference failure [post check]. Based on evaluation findings, failures found were identified to be attributed to electrical component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the device exhibited fault code 200 reference code (B)(4). There was no patient involvement on this event reported. No user injury reported. The subject device was returned and evaluation found power output low due to faulty psu (power supply unit).